Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) and from a healthcare professional (hcp). It was reported that the patient thought the antibiotics may have caused a yeast infection and the wipes were making them itchy and bothering them. They also felt like they had to catheter more than they normally did before the evaluation. They were going to reach out to their hcp. Their hcp reported that they were prescribed diflucan at 150 milligrams (mg) and was to take it from (B)(6) 2017. On (B)(6) 2017, it was reported that their symptoms were worse than before the evaluation. They noted that the stimulation was off at this time. There were no device issues or further complications reported or anticipated.